Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. The insertion site was abdomen, and the infusion set had been in use for 3 hours at the time of the alarm. No further information available.